Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 08/28/2013. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 7:00 am after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The end user stated that throughout the day she checked her blood glucose and the readings continually increased to the 500 mg/dl range. She had no significant symptoms but out of concern for the higher readings she was taken to the ER. Upon arrival to the ER her blood glucose reading was 170 mg/dl. No treatment was necessary so after 4 hours in the ER she was discharged and instructed to follow up with her endocrinologist. No additional details were provided in regards to this medical event.